Event description:
The manufacturer received information alleging that the device does not power up. The device was not in patient use. The device has yet to be received by the manufacturer for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.